Manufacturer narrative:
Please see section h6 with a corrected health effect clinical code.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A healthcare provider (hcp) called to report a patient who was hospitalized because the pod stopped delivering insulin. The hcp further stated that this problem has occurred with 3 different pods. The hcp could not provide any further information and was also unwilling to provide their contact information. Additional attempts have been made to retrieve further details but have been unsuccessful. The patient¿s blood glucose level, diagnosis, treatment, and length of hospital stay was not provided. If further information becomes available, a follow-up report will be submitted. The 3 pods are captured in case (B)(4).